Manufacturer narrative:
(B)(4).

Event description:
The pt had a pump refill. Two weeks after the refill, the pt was in the operating room having his pump explanted due to an infection around the pump site. The physician was considering options for management of withdrawal following the explant. No pt symptoms were reported. The device system was used to deliver baclofen. Add'l info has been requested a f/u report will be sent if add'l info becomes available.